Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic respiratory surgery, the jaws did not open outside the patient, when the device was removed from the patient after the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.